Event description:
It has been reported that tibial insert was defective and did not fit in the tibial baseplate. Had a backup insert that worked fine. There was no adverse consequence for the patient of delay in surgery or anesthesia time.